Manufacturer narrative:
A lumenis certified service engineer visited the site on (B)(4) 2018, two weeks after the reported event, and examined the laser system. The engineer found the issue to be with the laser's igbt and driver. Both parts were replaced and the system was returned to the facility having met manufacturer's specifications. To the best of lumenis' knowledge, the subject device is currently back in use at the facility. The DHR of the subject device was reviewed and no link was found between the manufacturing process at lumenis and the current event. The system was manufactured, tested and released according to lumenis specifications. The subject device was manufactured on 23-oct-2017 and installed at the customer site on 10-jul-2018. A review of system risk files ((B)(4)) revealed risk #2.1.1; high voltage power supply failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation.the risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of an intraoperative hvps failure has not led to serious injury in the past. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event.

Event description:
Lumenis was informed by a foreign distributor that a foreign user facility reported that prior to the start of a ureteroscopy procedure in which a lumenis versapulse powersuite p20 laser was to be utilized, the operator was unable to start the laser by turning the key switch. An alternate laser, a lumenis pulse 100 was then brought in to the room to continue the procedure. Immediately after turning on the p100 laser, a loud noise was observed and the laser subsequently turned off, leaving the laser inoperable. As there was no other alternate device to complete the procedure, the patient was awakened from anesthesia. No report of injury was received, nor did the malfunction cause or contribute to any change in the patient's status. This is for device 2 or 2 (lumenis pulse 100h).